Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. E1 initial reporter facility name: (B)(6) hospital; reported here as the initial reporter facility name exceeded the character limit for designated field.

Event description:
It was reported that patient experienced cardiac tamponade, pericardial effusion, and hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a intellanav stablepoint open-irrigated catheter was used. The transseptal puncture (tsp) was performed, then pulmonary vein isolation (pvi) and posterior wall isolation (pwi) was performed with a non-boston scientific catheter before post mapping with the orion. Since potential remained in the posterior wall and cardiac roof pfa was performed again with the non-boston scientific catheter. A second post-mapping with the orion confirmed pwi was complete, so the pfa catheter was removed. It was noted that a certain amount of resistance was felt when mapping with the orion. The intellanav stablepoint was inserted to perform cavotricuspid isthmus (cti) ablation. After the second energization of the catheter a drop in blood pressure was observed, and transthoracic echocardiography (tte) revealed a pericardial effusion, indicating cardiac tamponade. The procedure was cancelled and pericardial drainage was performed. Drainage was performed several times, but the patient's blood pressure remained low and pericardial fluid continued to accumulate. Cardiac surgery was consulted and an emergency open-chest surgery was performed. The tamponade was located near the left atrial appendage. The patient was stable after the surgery.